Manufacturer narrative:
Additional information: (B)(4). Awareness date used for date of occurrence. Corresponding author listed as physician. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Uveitis, decreased/impaired vision, hyphema and iop increase are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported events could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a case titled "uveitis-glaucoma-hyphema syndrome following istent implantation." It was reported that following an uncomplicated cataract surgery/intraocular lens placement with a trabecular microbypass stent procedure (ou), the patient presented with uveitis glaucoma hyphema (ugh) syndrome (os), photopsia and foggy vision around lights (os) and increased intraocular pressure (iop) in the left eye (os). Per report, a peripheral anterior synechiae (pas) was identified and the (ugh) syndrome resolved following stent explantation. In addition, a concurrent (os) omni canaloplasty resulted in adequate intraocular pressure (iop) control without medications. The report noted at the patient's follow-up ten (10) months post stent removal and canaloplasty, there was no hyphema recurrence and iop is stable. Any omitted information was not provided through follow-up. Please see the attached case report for additional information.